Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported maximum number of restarts resulting in a vent inop condition. Patient involvement is unknown at this time.